Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) result on the architect i2000sr analyzer. The following data was provided: (B)(6) and confirmed (B)(6) via neutralization. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing a leaking 100ul buffer pump (trigger pump). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.